Event description:
Elmed unipolar hooked electrode used on case - found to be broken after case was performed. North american dager anessthesia system; ohmeda oxygen saturation monitor; hewlett packard gas analyzer; dinamap bp monitor; markomed 2a anesthesia machine; concept tv; wisap insufflator; wisap suction irrigator; olympus camera; medical tv systems; vcr; bard esu; combo endoclip; foley catheterinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.